Manufacturer narrative:
The complaint is confirmed upon review of customer-provided photos displaying fraying to the suture construct. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive user applied mechanical forces upon insertion. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
It was reported that during a rotator cuff procedure, when the surgeon was placing the anchor, the ar-1920sf rolled in the union of the anchor and the stem insert, which could not be used, and was removed from the patient. A second anchor was placed without any issue.